Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After trial reduction during tha the surgeon went to disengage the neck segment from the broach and it would not come apart. It was eventually removed but stuck again after it was cleaned to see what the problem was. Patient consequence?: no. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.